Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the insertable cardiac monitor had a falsely triggered atrial fibrillation episode noted on merlin.et transmission which appeared to be due to r-wave variation. No plans have been made; the patient was stable and would continue to be monitored.